Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that she is trying to prime the tubing but the pump is suspended. It was confirmed in pump history that the pump was suspended at 12:16am. Customer support instructed the patient on resuming pump and she was able to prime successfully. The patient confirmed that the keypad is intact and the buttons spring back normally. The patient continues to use the pump without any further reported incidents.